Event description:
Patient revised for second time on (B)(6) 2020 due to dislocation. First revision on (B)(6) 2020 (previously reported) and primary surgery on (B)(6) 2020. Surgeon explanted 36/+9 stability cup and implanted a new 36/+9 stability cup and a +9mm humeral spacer.